Event description:
Information was received indicating that at the end of therapy, infusion product (pediatric parenteral nutrition) was noted to be left in a smiths medical cadd administration set. No patient consequences were reported. No adverse effects were reported.